Event description:
There was a problem during insertion of the needle (pencil point 26g x 90mm). When the needle was withdrawn, it was bent. MFR lot #: 05h017-1.

Manufacturer narrative:
This is a retrospective report due to warning letter related to observation of FDA inspection conducted on (B)(4), 2012. We do not have detailed information on pt information, adverse events, medical device, and so on, because we are an (B)(4) supplier.